Event description:
It was reported that this unit had different faults and a self test failure. Note 1: no indication from reporter of patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The original complaint was "different faults and self test failure." The consequence of this reported malfunction is that the essential therapeutic functions of defibrillation and external pacing are inoperable. Evaluation determined that the device appeared to have been opened and repairs attempted by the customer. The unit was contaminated internally with blood and was reassembled improperly by the customer. It was identified that two of the five internal circuit cards were not functional. The fault could not be further isolated and consequently they were replaced to restore device operation. The device was fully inspected and passed all performance and release testing.